Event description:
It was reported that the right ventricular lead exhibited loss of capture and a decrease in impedance. A chest x-ray revealed no lead anomalies. The lead remained implanted.

Manufacturer narrative:
No medwatch form was received.